Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 7/9/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 452, 408, 496, 420 and 385 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. The customer felt well at the time of the call and did not report any symptoms. Customer stated that on (B)(6) 2018 he had obtained a result of over 542 mg/dl using the truemetrix meter. Customer did not remember the exact number. Customer stated he had gone to the ER because his doctor instructed him to do so whenever his results are over 400 mg/dl. The customer's blood glucose test result with the ER meter was 457 mg/dl fasting. The diagnosis was high blood sugar. Customer stated that he did not receive any treatment and he was not admitted, customer went home the same day. Customer did have an adjustment made to his medication as his metformin was increased. Customer stated after the hospital, he had taken the truemetrix meter to the pharmacy and the pharmacist told him it was not working. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 443 mg/dl and 488 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 05/15/2019 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).